Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced low blood glucose levels after delivering boluses on multiple occasions. Customer stated their settings may need to be adjusted. Customer drank juice and ate fruit snacks to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.